Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced foreign matter. Lot #'s 2300090, 2334733, 3118862. The following information was provided by the initial reporter: white spot on the plunger on the tip, don¿t know if fungal growth or silicon . Response received on 05-sep-2023. Are you able to advise the date of incident? It was first noticed on wednesday, aug 31. What is the total quantity of affected product per lot number? Several examples were found from multiple lots (2300090, 2334733, 3118862). (B)(4) for each lot. Was the foreign matter located in the fluid path inside the syringe or outside the syringe? Inside the syringe, right at the tip of the rubber plunger. Was there any patient involvement? Possibly, we have used other syringes from these lots for other preps, so unsure if there were any that had the particulate but weren¿t caught as it¿s easy to miss. If yes, was there any adverse event or serious injury reported? No.

Manufacturer narrative:
H.6. Investigation summary: it was reported there is white spot on the plunger tip. To aid in the investigation, eight samples and ten photos were received for evaluation by our quality team. In the ten photos provided, the defect could not be observed. The samples were fourier-transform infrared spectroscopy (ftir) tested. There was no fungal growth presence. The white particles were confirmed to be silicone, which is a part of our manufacturing process. A device history record review was completed for provided material number 309703, lots 2334733, 3118862 and 2300090. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records, all the inspections of the sampling plan met the acceptance criteria. Additional device histories were reviewed for each batch of syringes used in the manufacturing of these batches. All inspections and challenges were performed per applicable operation specifications. There were no notifications noted that pertained to the complaint. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced foreign matter. Lot #'s 2300090, 2334733, 3118862. The following information was provided by the initial reporter: white spot on the plunger on the tip, don¿t know if fungal growth or silicon . Response received on 05-sep-2023. Are you able to advise the date of incident? It was first noticed on wednesday, aug 31. What is the total quantity of affected product per lot number? Several examples were found from multiple lots (2300090, 2334733, 3118862). Roughly 1-3 syringes in a 25 pack for each lot. Was the foreign matter located in the fluid path inside the syringe or outside the syringe? Inside the syringe, right at the tip of the rubber plunger. Was there any patient involvement? Possibly, we have used other syringes from these lots for other preps, so unsure if there were any that had the particulate but weren¿t caught as it¿s easy to miss. If yes, was there any adverse event or serious injury reported? No.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2334733. D.4. Medical device expiration date: 31-jul-2027. H.4. Device manufacture date: 04-jan-2023 . D.4. Medical device lot #: 3118862. D.4. Medical device expiration date: 31-jul-2027. H.4. Device manufacture date: 04-jan-2023. D.4. Medical device lot #: 2300090 . D.4. Medical device expiration date: 31-jul-2027 . H.4. Device manufacture date: 10-nov-2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.